Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome via a manufacturer¿s representative (rep). The rep reported that the patient had a pocket revision in 2017 because the battery was causing discomfort placed in his flank and was moved to his buttock. No further complications were reported.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4) implanted: (B)(6) 2011. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the discomfort was causing by the generator sitting against his ribcage. The rep reported that the discomfort was first noticed approximately july 2012. The rep reported that the discomfort resolved after the pocket revision. The rep noted that the patient provided updated information that the pocket revision occurred in 2013 but couldn¿t provider a month. No further complications were reported.